Event description:
The event involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. It was reported there was no reading displayed when transducer was connected to patient. The set was replaced and issue solved." The event was noted during infusion. Solution involved is normal saline. There was no other physical defect noted. On (B)(6) 2024 the investigation was completed where the complaint then became reportable. The reported complaint of no readings was confirmed on the returned set. Two images were provided by the customer showing the involved device. During visual inspection, corrosion was observed on the tpiv connector. The probable cause of the corrosion on the sample had occurred due to a fluid ingress into the tpiv connector during use. The transpac was electrically tested, a wave form was able to be zeroed with the waveform visible on the monitor. However the corrosion on the tpiv connector could lead to no readings.

Manufacturer narrative:
The reported complaint of no readings was confirmed on the returned set. Two images were provided by the customer showing the involved device. During visual inspection, corrosion was observed on the tpiv connector. The probable cause of the corrosion on the sample had occurred due to a fluid ingress into the tpiv connector during use. The transpac was electrically tested, a wave form was able to be zeroed with the waveform visible on the monitor. However the corrosion on the tpiv connector could lead to no readings. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.